Manufacturer narrative:
The product was not returned for evaluation. Retain samples from the same lot were tested for finished goods testing, including suture tensile strength and needle attachment testing. Test results show that all retain samples passed. Retains were also used to simulate the suturing process through a silicone block and all retains passed the simulated suturing process; no breaks of needles or suture was observed. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "at the end of an open procedure to suture the wound after tooth extraction using the knot tying technique, the needle broke. Another device from the same lot was used to complete the case. There was no patient injury.